Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient noted gum recession and that the teeth are very sensitive and feel slightly loose and didn't want to cause them any damage or loosen them further.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.